Event description:
It was reported a patient was having increased seizures due to low vns battery. Confirmation was received that the generator was replaced. As the battery life calculation estimated there was 0.6 years remaining on the device until reaching end of service, therefore it was concluded at the time that the increased seizures; root cause is related to a natural depletion of battery with no device failure. The explant was returned for analysis and product analysis (pa) was performed. Although the reported allegation of ¿increased seizures¿ cannot be evaluated in the pa laboratory setting, proper functionality of the pulse generator in its ability to provide appropriate programmed output currents can be verified. This was successfully verified in the pa lab. The reported allegation of ¿no stimulation¿ was not duplicated in the pa lab. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery voltage was 2.627 volts (ifi range 2.41v - 2.74v) as measured during completion of the final electrical test, shows an ifi=yes condition. The data in the diagaccum consumed memory locations revealed that 108.407% of the battery had been consumed. There were no performance, or any other type of adverse conditions found with the pulse generator. Based on analysis performed, the battery was still functional prior to it being replaced therefore the increase in seizures due to battery depletion cannot be verified. No additional relevant information has been received to date.